Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of 725 mg/dl with high ketones. Cause of high bg was unknown. Manual injections were used to address high bg. In addition, it was reported that the customer experienced ongoing low bgs that ranged from 26-32 mg/dl, cause was unknown. Customer consumed carbohydrates to address the low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.